Manufacturer narrative:
Product analysis # (B)(4): analysis information -- 2021-07-14, 13:19:09 cst pli# 10. Product ID# 37714. Below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) is at normal end of life. The elective replacement indicator (eri) or end of service (eos) indicator was set. Continuation of d10: product ID: 39565-65, serial#: (B)(6), implanted: (B)(6) 2013, product type: lead. H3: analysis of the ins showed no significant anomaly. The ins was at normal end of life. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 19-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for peripheral neuropathy and spinal pain. It was reported that hcp, during replacement, could not remove lead wire 0-7 out of the 37714. Lead wire was stuck. Lead wire 8-15 came out fine. Provider took the plastic piece off the top of the 37714 and was able to remove lead wire. Upon inspection of the lead wire it looked like an orange substance was in between the electrodes impeding the wire from coming out. Provider was finally able to remove both wires from 37714 and put into 97715. Battery will be returned.